Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via a merlin.net transmission which revealed that the right ventricular lead exhibited a long duration noise episode. The patient was asked to be cautious with electromagnetic interference. No intervention was performed.